Manufacturer narrative:
Reported event: an event regarding instability involving a patient specific, superstabiliser tkr, insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "event confirmation: presence of a right total knee (revision style) can be confirmed. A previous polyethylene revision cannot be confirmed. The implant, a stanmore supra stabilized knee, can only be confirmed from the pi report. The reasons for the request of a new polyethylene cannot be confirmed. Root cause: the root cause for the request of a new polyethylene cannot be ascertained without additional medical records. From the pi report, there is a desire for a polyethylene exchange of what are asserted to be well-fixed implants." Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability. A review of the provided medical records by a clinical consultant indicated: "event confirmation: presence of a right total knee (revision style) can be confirmed. A previous polyethylene revision cannot be confirmed. The implant, a stanmore supra stabilized knee, can only be confirmed from the pi report. The reasons for the request of a new polyethylene cannot be confirmed. Root cause: the root cause for the request of a new polyethylene cannot be ascertained without additional medical records. From the pi report, there is a desire for a polyethylene exchange of what are asserted to be well-fixed implants." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Update: it was indicated that the patient has an unstable knee joint.

Event description:
This pi is for the 2025 revision. As per pss implant request case: stanmore supra stabilised knee right side poly revised in 2016 (pi). Surgeon requests remake of tibial insert compatible with in-situ well-fixed stanmore implants.